Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that the unknown solution was "running through too slowly." This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. The device was visually and functionally flow tested per product specifications. Both the calculated and normalized flow rates of the actual sample were found to not be within the specification range of the product, confirming the reported condition. The device was also tested for any type of blockage that could have contributed to the condition, noting air bubbles in the lumen of the glass capillary, the cause of the underinfusion. The source of these air bubbles was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The batch was manufactured may 8, 2013 - may 9, 2013. A request for the return of the device has been made. A batch review was conducted and no issues were found related to the reported condition during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.